Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tone was audible like it was activated but absolutely nothing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). An operator awareness training was performed to prevent this issue from recurring in the future. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned for evaluation. Signs of clinical use and no evidence of blood were observed. The heater wire was observed to be slightly bent on the center of the jaw. The heater wire remained attached at the tip and base of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply. The device did turn on and an audible sound was heard when activating the toggle. The device failed the pre-cautery test; it did not produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, but would not produce any visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .50 ohms which is out of specification. The device failed the temperature measurements test. The displayed temperature increased but did not turn green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. To check the electrical continuity in the device, the shrink tubing was removed. While removing the shaft pin , it was observed that the wiring through the flex shaft pin hole opening was exposed , the insulator was damaged. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the shaft pin through the white wire insulator during assembly. After the shrink wrap tubing and shaft pin was removed, the device was able to produce heat and steam. Based on the results of the evaluation, the reported complaint is confirmed for the reported failure mode "failure to deliver energy" and confirmed for analyzed failure "bent wire". Specific actions for the confirmed analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tone was audible like it was activated but absolutely nothing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.